Event description:
It was reported that the patient underwent a right hip surgery due to trauma and late loosening of the cup. The patient fell on the stairs leading to traumatic cup loosening. The cup was explanted on an unknown date and a provisional big head mounted on the stem to prevent further proximal migration. A custom triflange has been requested for lack of bone stock. A full revision is planned but has not taken place to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 11-165244, lot#696440, ringloc bi-polar 28x60mm; unk depuy ultima stem. G2: foreign, event occurred in poland, h6: proposed component code: head. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.